Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the spindle housing and motor assembly. The rotor assembly, driveshaft assembly, and bearings were all replaced along with the other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with another device, and there was no pt or user injury reported.